Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead displayed noise that was oversensed and led to stored non-sustained ventricular tachycardia episodes. The patient was seen in clinic for follow up. Noise was not able to be reproduced with isometrics. Boston scientific technical services reviewed the stored electrograms. It was noted that the noise appeared to be non-physiologic in nature and appeared similar to typical noise caused by air bubbles. It was also noted that the episodes were dated from shortly after implant. There were no adverse patient effects reported. The device remains in service.